Manufacturer narrative:
Device evaluated by MFR: two wires were returned for analysis. A visual inspection of the device revealed that a broken wire was noted near to the distal section, 322cm from the proximal section. Also, it has a body kinked in the middle of the device in several sections and near to the proximal section. The overall length could not be measured due to device condition and all the other outer diameter (od) measurements taken met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a rotawire tip detached and remained inside patient. The target lesion was located in the severely calcified right coronary artery (rca). A 330cm rotawire¿ was selected to advance. During the procedure, initial ablation was done with a 1.25mm burr without any issue. The physician then decided to upsize the burr to 1.5mm; however, it was noted that the rotawire looped between the rca ostium and a non bsc guide catheter. The physician attempted to loop away; however, the rotawire was no longer visible in the x-rays. Furthermore, the rotawire was cut at the tapered portion of the of the device. The physician deployed four (4) promus stents to fix the 1.5cm tip of the rotawire against the vessel wall from distal end to the ostium. After successful stenting, ultrasound was done and confirmed that the detached rotawire fragment was positioned in parallel or co-directional position with the wall of the aorta and anterior ostium of the rca. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a rotawire tip detached and remained inside patient. The target lesion was located in the severely calcified right coronary artery (rca). A 330cm rotawire¿ was selected to advance. During the procedure, initial ablation was done with a 1.25mm burr without any issue. The physician then decided to upsize the burr to 1.5mm; however, it was noted that the rotawire looped between the rca ostium and a non bsc guide catheter. The physician attempted to loop away; however, the rotawire was no longer visible in the x-rays. Furthermore, the rotawire was cut at the tapered portion of the of the device. The physician deployed four (4) promus stents to fix the 1.5cm tip of the rotawire against the vessel wall from distal end to the ostium. After successful stenting, ultrasound was done and confirmed that the detached rotawire fragment was positioned in parallel or co-directional position with the wall of the aorta and anterior ostium of the rca. No further patient complications were reported and the patient¿s status was stable.